Event description:
It was reported that the patient presented in the operating room for a routine generator replacement procedure. It was noted that the right ventricular lead exhibited high capture threshold. The physician contemplated placing a new ventricular lead but there was an occlusion preventing the passage of this lead so the same lead was used and the procedure was completed. The patient was not symptomatic due to the event and would continue to be monitored.